Event description:
It was reported that the patient underwent an pulse generator changeout procedure due to the premature battery depletion. During the procedure, the lead was difficult to be removed from the device header; therefore, the lead was capped. No patient symptoms were reported.

Manufacturer narrative:
Correction: manufacturing report 2017865-2018-13400, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.